Event description:
It was reported that the customer was hospitalized for high blood glucose. No glucose levels were reported. It was stated that the customer did not get insulin for two days. It was revealed that the screen was cracked and the device got wet. Troubleshooting was performed and the insulin pump passed the required tests. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.